Manufacturer narrative:
(B)(4). The customer returned one unit (B)(4) auto endo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the product appears used. Biological material is present on the inside of the jaws. No other defects or anomalies were observed. Reference attached files (B)(4). Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first and only clip was able to properly load into the jaws of the applier and close. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, (B)(4) rev. 03, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that other remarks: operational context caused or contributed to this event. The reported complaint of "multiple clips and jamming" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. The device was received with 10 clips remaining in the channel indicating that 5 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the damage observed and the information provided, operational context caused or contributed to this event.

Event description:
The applier would not fire clips properly and got stuck in the applier. No clips fell into the patient. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1400134 investigations did not show issues related to the complaint. The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The applier would not fire clips properly and got stuck in the applier. No clips fell into the patient. The patient's condition was reported as fine.